Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Aug 17, 2017: litigation records received. Litigation alleges pain, suffering, and debility. There is no revision reported at this time. No part and lot information provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: aug 17, 2017: litigation records received. Litigation alleges pain, suffering, and debility. There is no revision reported at this time. No part and lot information provided. Update oct 26, 2017: pfs and medical records received. Pfs also alleges muscle spasms, limited range of motion and audible clicks. After review of medical records, there is no new information. Updated part and lot information. This complaint was updated on: nov 2, 2017.

Manufacturer narrative:
UDI: (B)(4)

Event description:
Update oct 26, 2017: pfs and medical records received. Pfs also alleges muscle spasms, limited range of motion and audible clicks. After review of medical records, there is no new information. Updated part and lot information. This complaint was updated on: nov 2, 2017.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update oct 26, 2017: pfs and medical records received. Pfs also alleges muscle spasms, limited range of motion and audible clicks. After review of medical records, there is no new information. Updated part and lot information. This complaint was updated on: nov 2, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update oct 26, 2017: pfs and medical records received. Pfs also alleges muscle spasms, limited range of motion and audible clicks. After review of medical records, there is no new information. Updated part and lot information. This complaint was updated on nov 2, 2017.